Event description:
Ous MDR - boston scientific received information that this lead had dislodged and loss of capture and sensing was noted. A repositioning procedure has been scheduled. No adverse patient effects were reported. Should additional information become available this investigation will be updated. The date of implant was not made available.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.